Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 525 mg/dl. The customer was treated for the high blood glucose with syringes. Customer states they are unable to remove the battery cap on their insulin pump. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The pump passed the functional tests, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery alarm tests. All operating currents were within specification. The pump was received without a battery cap. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads and a cracked display window.